Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced diarrhea while using the device. The symptoms resolved when the device was off. The physician could not conclude the symptoms were due to the device. The patient was receiving pain relief while using the device but decided to remove it. There have been no reports of further complications regarding this event.